Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient said their ins is not working as well as it used to and they think it has something to do with when they went to the airport at the end of 2019 or early 2020 when they had to go through the security gates. Patient said they gave security their ID card but still had to walk through the security gates. Before then, patient said the device worked like a charm and they loved it but afterwards, they noticed they are going to the bathroom 3-4 times an hour in the morning. Patient said the afternoons are a little better because they are not drinking a whole lot. Patient said they've seen a rep at the hcp's office 3 times in the last 3 years and every time they go, they say the patient's ins is working as intended and only make adjustments to their stim. Patient said they never increase it until patient can feel stim and always have it on a low setting that doesn't help with patient's symptoms. Patient said they have to "turn it up to the max" to get therapy relief. Patient said they moved so they are still looking for a new hcp and were wondering how reps are assigned, as they no longer wished to see rep in current area. Patient's main concern on the call was being able to speak with a doctor without the rep present to check internal components and see why ins doesn't seem to be working rather than trying to make adjustments over the phone with agent. Reviewed rep role and offered to reach out to other reps to see if they could help patient. Also gave physician listings over the phone to patient, as patient has an hcp in different area that they will be moving to in the near future. Patient said they will reach out to hcp listings given by agent and request no rep or different rep at appts. Told patient to call back if they would like agent to reach out to other reps in area, as patient declined at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.